Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with an inoperative open button on the keypad was confirmed during product evaluation. Fluid ingress was identified as the assignable root cause for the failure of the keypad. The keypad was replaced to fix the reported condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative keypad button; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement, patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this pump is 5.46.00. No additional information is available. The user interface module software version of this pump is currently unknown.